Manufacturer narrative:
On (B)(6) 2021, the customer replaced the reaction cells and the lamp. A precision check for creatinine was performed with an unacceptable result. On (B)(6) 2021, the field service engineer (fse) inspected the instrument and found the sample probe to be bent. He then replaced this part. He also tested the rinse functionality. He performed calibrations and qcs with acceptable results. He performed a hardware check and noted improvements in the analyzer's performance. The customer performed routine qc with acceptable results. On (B)(6) 2022, a precision check for creatinine was performed with an acceptable result. On (B)(6) 2022, a precision check for creatinine was again performed with an acceptable result. After service, no further issues were reported by the customer. The investigation is ongoing.

Event description:
The initial reporter received discrepant ise indirect na and ci for gen.2 results for a patient sample tested on a cobas 6000 c 501 module. The reporter stated that they have been issues with qcs and patient results. The initial results were not reported outside of the laboratory. The reporter was able to provide 3 examples of discrepant results: the initial sodium result was 125 mmol/l with a repeat of 135 mmol/l. The initial chloride result was 85.8 mmol/l with a repeat of 98.6 mmol/l. The sodium and chloride electrode lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
For initial MDR submission 1823260-2022-00171-00, field h10 - addtl mfg narrative should be: the field service engineer (fse) corrected the rinse tubing which was noted to be damaged below the collar. He also corrected the ion-selective electrode (ise) sipper tubing which was inserted past the elbow. The customer does not perform bacterial counts on the water unit. After service, no further issues were reported by the customer. The investigation determined that the service actions resolved the issue. Rather than: "on (B)(4) 2021, the customer replaced the reaction cells and the lamp. A precision check for creatinine was performed with an unacceptable result. On 30-dec-2021, the field service engineer (fse) inspected the instrument and found the sample probe to be bent. He then replaced this part. He also tested the rinse functionality. He performed calibrations and qcs with acceptable results. He performed a hardware check and noted improvements in the analyzer's performance. The customer performed routine qc with acceptable results. On 04-jan-2022, a precision check for creatinine was performed with an acceptable result. On 14-jan-2022, a precision check for creatinine was again performed with an acceptable result. After service, no further issues were reported by the customer." As previously reported.